Event description:
According to the available information, the anchor releases immediately without force during implantation. This error occurred 3 times in a row during the procedure utilizing 3 distinct devices from the same lot. No adverse effects to the patient were reported.